Event description:
It was reported that a follow-up, the patient presented in clinic with a message stating capacitor charge time limit was reached. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported extended charge time was verified in the laboratory. After replacing the hv capacitor, a successful capacitor maintenance was performed. It is believed that the extended charge time was caused by an anomalous hv capacitor.